Event description:
Aurical freefit device. The customer has stated that the device caught fire, resulting in melting. No patient or user involvement. No patient or use harmed.

Manufacturer narrative:
Initial report ref# natus complaint# (B)(4). Device has been requested for return. Risk review (B)(4) rev 10 - 1053 aurical freefit - risk analysis, hazard 2.1 cause - over voltage condition due to input voltage exceeds range from electrical source. Effect - fire - smoke inhalation, second degree burns, third degree burns. Residual risk - moderate the hazards identified have been evaluated and found to be in compliance with a known standard. As noted in qms-000018, hazards that have been evaluated and found to be in compliance with known standards can be presumed to be consistent with an acceptable level of risk, yielding an acceptable benefit-risk to the patient or user. In addition, various design controls or protective measures or manufacturing process related control measures are also implemented. Where relevant, appropriate information is provided in the ifus.

Manufacturer narrative:
Initial report reference number natus complaint #: (B)(4). Device has been requested for return. 02 oct aurical aud shows signs of melting damage, confirmation of damage from middleton site and device was shipped to denmark for review. 16 dec engineer assessed the aurical aud, the system was powered up and is fully functional as intended. Engineer waiting on return of the freefit device to do a full investigation. Multiple attempts for the return of the freefit device. 30 sep emailed for update on return of freefit device. 9 oct second attempt to retrieve freefit device. 6 nov third attempt to retrieve freefit device. 19 jan technical service emailed customer on status of return of freefit. 27 jan return reminders and multiple emails sent for return status with no response. Risk review: (B)(4) - 1053 aurical freefit - risk analysis, hazard 2.1. Cause - over voltage condition due to input voltage exceeds range from electrical source. Effect - fire - smoke inhalation, second degree burns, third degree burns. Residual risk - moderate. The hazards identified have been evaluated and found to be in compliance with a known standard. As noted in qms-000018, hazards that have been evaluated and found to be in compliance with known standards can be presumed to be consistent with an acceptable level of risk, yielding an acceptable benefit-risk to the patient or user. In addition, various design controls or protective measures or manufacturing process related control measures are also implemented. Where relevant, appropriate information.

Event description:
Aurical freefit device. The customer has stated that the device caught fire, resulting in melting. No patient or user involvement. No patient or user harmed.